Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving false low alerts on their sensor. The customer also stated their high alerts were repetitive and becomes aggravating to the customer. The customer also stated they would receive unnecessary alarms on their insulin pump. The customer's blood glucose was unknown. No additional information provided.